Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the sutures was attempted in a common femoral artery with a proglide device using the preclose technique. Reportedly, a cuff miss occurred. The same results occurred with a second and third proglide device. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath sizes used were not known. The aaa procedure was completed and the two successfully placed sutures achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Thirty-six unused sterile proglide devices with lot numbers 41002k1, 41003k1, 41010k1, 41023k1, 40821k1 and 40827k1 were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for these lots did not produce any findings relevant to this report.